Event description:
It was reported that a malfunction occurred on the pump, with the malfunction code being malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the customer in resetting it, and ensured the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer understood and acknowledged.